Manufacturer narrative:
Manufacturing site: asahi intecc hanoi co., ltd. Hanoi, vietnam, registration number: 3009121749. The reported suoh 03 guide wire was returned for evaluation with an approximately 35mm-long wire fragment. The outer coil and the inner coil of the returned suoh 03 guide wire were found fractured at the distal mid solder that was set at 30mm from the tip to fix the outer coil onto the inner coil. The core wire was fractured at approximately 1mm distal to the distal mid solder. Microscopic observation of the fracture end of the core wire found multiple twist marks on the core wire shaft proximal to the torn end and a relatively flat fracture surface. These findings indicated that the core wire was fractured due to torsion. Microscopic observation of the wire fragment found that the distal ball tip was attached. From approximately 32mm proximal to the ball tip, the outer coil was found stretched for approximately 3mm and then fractured. The outer coil was unwound to expose the inner coil and the core wire. The core wire was found tightened together with the inner coil and fractured. Microscopic observation found that the fracture ends of the fine wires of the outer coil were necked, which are traces of fracture due to stretch. Investigation of the returned guide wire indicated that the guide wire was fractured at approximately 30mm from the tip. Measurement of the returned guide wire and condition of the fracture ends of the outer coil, inner coil as well as the core wire confirmed that the entire guide wire was returned. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that torsion generated with torquing manipulation might have been locally accumulated on the suoh 03 guide wire while the wire tip was trapped by the heavily tortuous lesion. Consequently, the inner coil was tightened and twisted off together with the core wire. Further applied tensile stress generated with removal then caused the outer coil to be stretched and fractured. Although it was concluded that this event was not attributed to product quality, a possibility could not be ruled out that some wire fragment(s) might be left in the patient anatomy if it were to recur. No CAPA will be taken. Instructions for use (IFU) states: [warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. Never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise, damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. If resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. When torquing this guide wire inside the blood vessel, do not torque continuously in the same direction. This may cause the guide wire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction. [Malfunction and adverse effects] separation of the guide wire.

Event description:
It was reported that an asahi suoh 03 guide wire was used with an asahi corsair pro xs microcatheter via retrograde approach through the right coronary artery (rca) during a percutaneous coronary intervention (pci) for a heavily tortuous chronic total occlusion (cto) in the left anterior descending artery (lad). The suoh 03 guide wire was advanced through the lad via septal branch (no calcification in the septal branch), but the corsair pro xs microcatheter could not be advanced through the septal branch. The corsair pro xs microcatheter was removed and attempt to dilate the septal branch with balloon was unsuccessful. An apt medical elong microcatheter was then used. New attempts were made to advance the suoh 03 guide wire for 15 minutes. As the suoh 03 guide wire buckled several times and could not be advanced in the septal branch, the physician decided to change the guide wire. At the time of withdrawal of the suoh 03 guide wire, the distal segment of the suoh03 guide wire broke. The wire fragment was inside the microcatheter and was removed together with the microcatheter. It was informed that the procedure was completed normally and the patient had no adverse effects.